Manufacturer narrative:
The pump passed the self test, rewind, off no power, unexpected restart, prime, and excessive no delivery alarm tests. A test reservoir tube was installed and did not lock in place due to a completely broken off reservoir tube lip. Unable to perform the displacement, basic occlusion, or occlusion tests due to a completely broken off reservoir tube lip. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case at the reservoir tube window corner, a stained end cap sticker and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 245 mg/dl at the time of the incident. This morning I was changing my pump out and noticed a piece of the reservoir compartment was chipped. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.